Event description:
Integra received a voluntary medical device report in 2008. A male was in a serious automobile accident one day prior, and sustained a serious brain injury. Initially, the multi-parameter monitor showed intracranial pressure (icp) readings which correlated with the medtronic becker drainage system and both displayed a good wave form. However, around 11:00am, the icp readings between the two systems did not correlate. Two days later, integra was advised by risk management of the facility that both of the devices involved in the reported incident are available for return and evaluation. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.